Manufacturer narrative:
(B)(4). Batch #: u94a0v. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No this occurred while trying to reload the device. If yes, how was the device removed? N/a. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Not provided by the customer. Did the jaws eventually open? Not sure. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the first staple line was completed and sealed. The gun was reloaded, fired, and staple line was good. The nurse and surgeon tried to reload the gun, but could not open it (device was not locked on tissue). On observation, it appeared that the safety catch disengaged and the spring inside had moved. Surgery was not delayed and there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2020. D4: batch # u5cp3v. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.